Event description:
It was reported that the ICD was infected. During the explant procedure the physician had difficulty removing a setscrew and noted a connector issue. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.